Manufacturer narrative:
Evaluation summary: the device met 88% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m62, lead, implanted: (B)(6) 2013. 5076-52, lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). High lv (left ventricular) threshold was also noted. It was noted that there was high lv output and that the patient had been monitored via wireless telemetry during eecp (enhanced external counter pulsation) treatment, totaling over two hours over 37 treatment session. The device was explanted and replaced, and the lv lead remains in use. No patient complications have been reported as a result of this event.